Event description:
The report stated that during an operation on the pancreas, the surgeon experienced incomplete sealing. However, the site reported there was no blood loss and no fluid leakage.

Manufacturer narrative:
(B) (4) (B) (4). To date, the incident sample has not been received for eval. Further info and the sample have been requested. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.